Event description:
A physician attempted arteriotomy closure using the starclose device in the right femoral artery after an interventional procedure. This pt was under general anesthesia for a coronary catheterization. The starclose device did not deploy the clip. The physician reverted to manual compression and another brand of device. The pt experienced a hematoma and pseudoaneurysm.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.